Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) due to device migration. High impedances of spinal cord stimulation (scs) lead were also noted. The patient underwent an ipg replacement, pocket revision and a lead explant procedure. The patient was doing well postoperatively. The explanted device components were discarded per facility policy.